Event description:
It was reported that the patient presented in clinic for a follow-up. Device interrogation revealed that the right atrial (ra) lead exhibited high pacing impedance. The ra lead was explanted and replaced. The patient was in stable condition.